Manufacturer narrative:
The product associated with batch 3h02824 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It is reported by the end-user that 5 to 6 weeks ago red pus filled blisters developed under the tape collar and the area has now spread and opened. It was further reported the open area is draining. In addition, the end user reports the rash is itching.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Per the information received, end user reports using unisolve adhesive remover wipes and then shaves abdomen. Current skin care consists of washing with dial soap and water, rinsing, dries skin and applies stomahesive powder than skin prep and allows to dry. Applies stomahesive paste and wafer and applies pressure and warmth for 90 seconds. Discussed getting prescription nystatin powder from medical doctor.